Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was admitted to the hospital for the peritonitis event. The cause of the peritonitis and the patient¿s outcome were unknown. On an unreported date, the patient was treated with vancomycin (2 gm/ 5 days, route not reported) and gentamycin (20 mg/ day, route not reported) for peritonitis. The action taken with pd therapy was not reported. No additional information is available.